Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reported that the green mount did not disengage from implant at tooth site 15 (fdi) during implantation. This is why it was removed and another one was placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw vent (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Some bone debris on the external threads. Functional testing was performed and the mount was easily disengaged from the implant. Pre-existing condition and duration of implant placed was unknown, however, the implant was placed on tooth site #15 (fdi). Device history recrod (DHR) review for the lot (1235027) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1235027) was performed for similar events using keyword 'does not disengage' and no complaint about nonconforming products was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvb8). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.